Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/23/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported bilateral moderate breast pain with no indication of treatment. Patient also reported "capsular contracture, baker grade IV. The devices have bee explanted. This record is for the left side.